Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and the user facility repair records and the former similar cases, omsc determined there was the possibility this phenomenon was attributed to which the user made the endoscope or something hard contact to the lid of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. It was confirmed that the lid of the subject device was damaged, and then it was replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the lid of the subject device was damaged during the unspecified procedure. The intended procedure was completed with another similar device. There was no patient injury associated with this report.